Event description:
The pt was brought to the cath lab for an interventional procedure on 5/29/96. The procedure to be performed was rotational atherectomy. The artery to be repaired was the posterolateral. The procedure started by inserting a guiding catheter into the artery and positoning it so that the end fit into the coronary artery. This was accomplished without much difficulty. The rotational device that has a felxible guide wire in the center of it was then inserted into the guiding catheter and advanced to the tip of the guiding catheter. The wire is advanced into the coronary artery across the lesion and then the tip of the rotational device, called a burr, is supposed to track over the wire. In this case, the burr was "frozen" in place in the tip of the guide. In order to free up the device, it was decided to spin the burr at a low rpm and try to "burp" it forward. This was attempted however the pt developed chest pain as well as a very significant drop in blood pressure. Angiography revealed no flow in the left coronary artery. Stenting in the left main artery and the diagonal artery was accomplished, however the pt did not respond. CPR was initiated and continued for 45 min without success. The CPR was discontinued and the pt was pronounced dead.